Manufacturer narrative:
G4: 23oct2020; b4: 27oct2020. The customer reported a ventilator with a carbon dioxide rebreathing risk alarm sounding several times. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. It was reported by the customer on 2020-09-03 that the patient was found unconscious. The resuscitation team oxygenated the patient at 100%. Although requested, additional details regarding the patient's information and condition were not provided by the customer. It was confirmed that the customer did not allege a device malfunction. It was clarified by the customer that the date of event occurrence was 2020-06-20. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. It was noted that the unit alarmed for the reported issue and that there was no patient harm. The customer was told the procedure to follow in order to access the error logs of the unit, was provided with technical documentation, and the preventive maintenance procedure. The customer reported that the mask had been thrown away. The customer was advised to check that the port was not obstructed, and that the settings of the patient interface and the expiration port were correct. The unit was evaluated on 2020-09-03 for preventative maintenance, and remote troubleshooting was provided. The unit was confirmed to be operating within specification. No components were removed or returned for evaluation. No malfunctions of the unit were confirmed. The unit was reported to have been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported a ventilator with a carbon dioxide rebreathing risk alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.